Event description:
A male with ischemic heart disease underwent aaa repair in 2008. All had finished well but the black trigger wire would not release normally and this was spotted very early under fluoro as the wire was withdrawn and the tension was released early. This caused a little scrunching of the proximal graft and the ipsilateral limb came out of the delivery sheath. The physician was using a lunderquist wire and nothing happened early on. The rep was called to the theater after it was clear that the wire would not release. The top cap was pulled down a little after the pin vise was loosened and someone pulled the wire, but this did not work. Next, the rep pushed up on the top cap as a colleague pulled on the wire and the top cap jumped off as the wire retracted. The end position was perfect. Patient did not have any adverse effects.

Manufacturer narrative:
Event evaluation: still under investigation.